Manufacturer narrative:
The device will not be returned as it was discarded after used. Base on the reported information there were not any device issue during the use. The events occurred in post procedure and cause was unknown. Additional information has been requested regarding this case. Should the requested information become available a supplemental report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information through a clinical study that a patient had intracranial hemorrhage between 16 to 24 hours after a revascularization procedure. It was reported the patient had occlusion at m1 segment of the left middle cerebral artery upon arrival at the hospital. This patient's modified treatment in cerebral infarction (mtici) score was 0, no perfusion of the affected artery. The patient underwent revasc ularization of primary intracranial vessel occlusion at left middle cerebral artery m1 segment. Post procedure, it was reported that patient had improved mtici of 3, complete perfusion. Between 16 to 24 hours after the procedure, it was reported the patient had in tracranial hemorrhage with national institute of health stroke score (nihss) declined from 21 to 25. The patient's hospitalization was prolonged, and intervention was required to prevent life-threatening illness or permanent impairment to a body structure or function.